Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the head, acetabular cup and taper were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1. Material sensitivity reactions. Number 6. Inadequate range of motion due to improper selection or positioning of components. Number 14. Intraoperative or postoperative bone fracture and/or postoperative pain. And, number 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00986 / 00988).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, metal poisoning, metallosis, lack of mobility and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the head, acetabular cup and taper were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information in the (B)(6) 2013 left hip revision operative report noted the revision was due to pain, popping, grinding, and MRI indicated presence of fluid. The operative report further noted the presence of fluid, dark hemosiderin staining, a pseudocapsule, metallosis, corrosion at taper junction, and malpositioning of acetabular component with anteversion at approximately 30 to 35 degrees and increased lateral opening at least 50 degrees. The acetabular cup, taper adapter and modular head were removed and replaced.